Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a change in right ventricular (rv) threshold sensing from 11mv (millivolts) to 2mv and 5mv. The presenting electrogram (egm) shows farfield r-wave oversensing (ffos). Technical services (ts) was consulted and provided troubleshooting and programming recommendations. At this time, the device and lead remain in service. No adverse patient effects were reported.